Manufacturer narrative:
Applied medical has just received the event device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: "robotic uso" event description: "pulling out pieces of omentum through the trocar. The seal came out of trocar." Type of intervention: unknown. Patient status: "no patient injury."

Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of a dislodged shield, an internal component of the sleeve. Based on the condition of the returned unit, it is likely that the reported event was caused by the instrument used during the procedure or the tissue that was pulled through the sleeve. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.